Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the internal apex handle was coming apart. The comlainant indicated that there was no pt involvement in the reported malfunction.